Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information h11: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed and the serial number verification test failed. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).